Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "will not auto restart" was confirmed and reproduced during eval. Eval found the downstream sensor reading to be out of specification (high). The elevated levels are likely to cause this failure. The downstream tubing guide was replaced and the unit was reworked to correct this condition.

Event description:
During baxter's functionality testing, it was found that a spectrum pump would not auto restart. There was no pt involvement.